Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a broken lancet holder issue with his one touch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject lancing device began on an unspecified day approximately at the beginning of (B)(6) 2011. He stated that he manages his diabetes with metformin pills (2x/day), and diet/exercise and due to the alleged issue he continued taking his usual dose of medication. The patient claimed "a couple of minutes" after the alleged issue occurred, he felt "shaky". He denied receiving any form of medical intervention in response to his symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis with the following findings: the lancing device involved in this case has passed all testing with no faults found. The complaint was not confirmed. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2011 with the following findings: the lancing device involved in this case has passed all testing with no faults found. The complaint was not confirmed.